Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump delivered a 10.31 unit bolus without user input and customer's blood glucose (bg) decreased to 40 mg/dl. Emergency medical services provided sugar tablets to treat bg level. Review of the pump data logs by tandem technical support verified the customer manually entered a carbohydrate value of 134 grams and the pump delivered 10.31 units as a bolus. Multiple attempts were made by tandem technical support to inform customer of t:connect findings; however, the customer did not respond.